Event description:
The customer reported the system started alarming, with an error on the display. The fse clarified the system had a communication failure. This error may result in a system lock up, no boot, or shut down situation. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.